Manufacturer narrative:
A visual inspection was performed on the returned lens and showed an optic cut in half, one distorted haptic and no defects in the optic material. The lens met all manufacturing specifications prior to release to market. Halos are a known and labeled possible side effect of all multifocal lens implants. A review of the manufacturer's implant database shows the multifocal lens was replaced with a monofocal. Our investigation suggests this event was not caused by a deficient lens. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Event description:
The account reported the lens was explanted 2 months after the original implant date. Reason stated was the patient's report of halos.